Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient went to the emergency room due to a fall and injury they experienced from syncope. It was noted that the patient's implantable pulse generator (ipg) failed to pace. It was also noted that the device was being checked monthly due to near elective replacement indicator (eri) status. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.